Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the issue occurred during the procedure. The procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was unable to connect with the base station. The cause of the base station failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wireless base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not pair with the wireless footswitch. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.